Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient presented on (B)(6) 2023 for a primary procedure on tooth #4. The patient returned on (B)(6) 2023 due to swelling that occurred after 8 weeks of implant placement, and the patient experienced tenderness due to swelling and lack of integration at the site. Upon examination, the provider noted infection and abnormal bone loss around the implant had occurred. The device was removed and not replaced; the bridge was rendered instead. There is no medical or dental history prior to implant placement. No permanent injuries were reported.